Event description:
It was reported that the user experienced a rapid blood glucose drop into the 40s, confirmed by fingerstick, with the device not providing alerts or alarms and requiring oral glucose, including gummies and glucose tablets, to treat the event. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate intervention. Investigation included a review of the event details to assess device performance and potential user or clinical factors. Investigation of this case revealed no device alarms reported during the episode and no identified device malfunction, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.